Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) performed and states that after arriving on site and set up the unit with the trainer and balloon. Fse then initiated the autofill and pumping process. The unit completed the autofill on the first attempt and then initiated the pumping therapy. Fse was unable to reproduce any fill failure with the unit. The balloon that was used was not available. Fse completed all diagnostic, calibrations, performance and safety tests with no issues. Fse approved the unit for clinical use and returned to user.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) air loss in balloon and the pump will not inflate. Not filling the balloon. There was no patient involvement reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.